Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the solution was leaking from the catheter insertion site during use on a patient. As it was difficult to remove the catheter, the user made a small incision in the patient's skin in order to remove the catheter. The catheter was removed successfully, and no harm to the patient occurred. After the therapy, the user checked to find two of plump areas on the removed catheter.

Event description:
It was reported that the solution was leaking from the catheter insertion site during use on a patient. As it was difficult to remove the catheter, the user made a small incision in the patient's skin in order to remove the catheter. The catheter was removed successfully, and no harm to the patient occurred. After the therapy, the user checked to find two of plump areas on the removed catheter.

Manufacturer narrative:
(B)(4). The customer returned one, two-lumen cvc for analysis. Signs-of-use in the form of biological material was observed. Additionally, a build-up of an unknown white material had occurred near the distal end of the proximal lumen. This caused the catheter body to bulge around the area of the blockage. After failing functional testing, two holes were identified when pressurizing water through the proximal lumen. Microscopic examination confirmed the holes. The edges of the holes were smooth and uniform and appeared consistent with damage due to contact with sharps. The holes in the catheter body were located 16mm and 150mm respectively, from the juncture hub. The catheter body from the juncture hub to the blue flex tip measured 222mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.40mm, which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion graphic. Please note that the catheter body diameter measurement was taken in areas that did not have a bulge/blockage. The white, powdery material was dislodged from the catheter body so functional testing could be performed. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was used to pressurize both the proximal and distal lumens. When pressurizing the proximal lumen, two small leaks were observed coming from the catheter body extrusion. The first leak was located towards the distal end and the second leak was located near the area of the budges. No leaks or defeats were observed when pressurizing the distal lumen. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of an insertion site leak was confirmed through complaint investigation. Visual and microscopic analysis revealed two small holes in the catheter body. These holes leaked when pressurizing the proximal lumen. This is the likely cause of the insertion site leak. The catheter body met all relevant dimensional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the sample received and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.